Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after a implant duration of approximately 0.4 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
The facility initially reported that the pump will not stop infusing, constant flow verified with an intermittent stop button. This was initially reported to have occurred during biomedical testing. During a follow up call to the facility, this incident was found to have occurred during a voluntary removal of the set from an unspecified patient to give the patient mobility. There was no patient injury or medical intervention associated with this event.